Event description:
It was further reported that vascular access was obtained via the right femoral artery. The vessel was severely calcified. No vessel injury was noted due to the catheter perforation. The guide wire was successfully removed from the catheter. The patient experienced no adverse effects. The procedure was canceled, however no further information is available about further treatment.

Event description:
Same case as MDR ID#: 2134265-2011-02125. It was reported that during a percutaneous transluminal angioplasty procedure, a balloon detachment and catheter penetration occurred. The 100% stenosed lesion was located in the calcified and moderately tortuous right superficial femoral artery. The physician attempted to advance the .014 thruway 190cm guide wire to the lesion, however difficulty was encountered. The physician then advanced the 4mmx1.5cmx140cm spcb flextome mr balloon catheter to support in advancing the guide wire. The balloon catheter moved distal when the physician was adjusting the guide wire, and the balloon catheter kinked. The physician then advanced the guide wire to straighten the balloon catheter, however the guide wire penetrated the catheter at the kink. The physician then removed both devices, however the balloon detached from the catheter during removal. The physician advanced an unspecified snare to retrieve the balloon, however a blade on the balloon caught on the 6fr sheath. The physician then exchanged to a 7fr sheath and was able to successfully retrieve the balloon inside of the sheath. The procedure was not completed due to another reason. No patient complications were reported, and patient status was listed as stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: a visual examination of the device found that only part of the device was returned. The balloon along with 38mm of shaft from the proximal bond was returned. The rest of the device which was detached was not returned. The balloon showed evidence of being inflated with blood in the balloon. All blades were fully bonded to the balloon and no damage to the blades was noted. The returned part of the shaft was kinked along its length. No other damage to the device was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is caused by another device. (B)(4).

Manufacturer narrative:
(B)(4).